Event description:
It was reported that the pt had revision surgery for an unk reason. F/u with the physician reveals that the pre-operative diagnostics showed high lead impedance, so the whole device was replaced. At the time of surgery, no anomalies were visualized with the lead, but based on diagnostics, it was replaced. No trauma or manipulation is suspected to have caused or contributed to the high impedance. No x-rays are available for review. Attempts for product return have been unsuccessful to date.